Event description:
The customer obtained imprecise and negatively biased quality control results using vitros amon slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were processed while quality control was unacceptable and there were no allegations of harm.

Manufacturer narrative:
Ocd field service investigated and repaired a damaged insert blade in the microslide incubator, returning the vitros 5,1 to expected operation. The root cause of the imprecise and negatively biased amon results is instrument related.